Event description:
A customer reported that the articulation arm does not lock in the swivel position on their epiq 7c ultrasound system no patient or user was harmed. The manufacturer has started an investigation into the customer's allegation. Upon investigation completion, the manufacturer will submit a final report.

Event description:
A customer reported that the articulation arm does not lock in the swivel position on their epiq 7c ultrasound system no patient or user was harmed.

Manufacturer narrative:
The customer inspected and verified the articulation arm not locking in the swivel position on the epiq 7c ultrasound system. The customer found the bearing was out of place and secured it back into position to correct the failure.

Manufacturer narrative:
An addendum report is being submitted to provide the date received by manufacturer with the philips¿ become aware date. The information is in the g3 field.